Manufacturer narrative:
Evaluation and assessment of this case had to be done on the base of the initial written description received since the user facility did not involve the local dräger s&s organization into examination and repair of the device and did not provide further information upon request. A further conflict which couldn't be removed is that the date of event was initially assigned to march 5th, 2024 but the ufr text describes in a later clause that the event occurred on jan 26th, 2024. The available facts are: the patient was suffering from copd already for 10 years when he was admitted to the hospital in critical condition; a medication nebulizer was reportedly used during the concerned ventilation episode. The device posted alarms during the course of event from which the users derived that the flow measurement was compromised; the measured tidal volumes were reportedly divergent from settings. The patient was experiencing a desaturation whereupon the users decided to replace the device. There was no detail in the report which would indicate that consequences for the patient have occurred but it cannot be excluded due to lack of information that medical intervention beyond the introduction of an alternative ventilation method was required and thus, this report is filed in abundance of caution. Dräger concludes the following: the expiratory flow measurement is embedded for monitoring purposes only, the readings are not used in control loops of gas dosage or ventilation. Hence, it is not plausible that solely a compromized flow measurement leads to insufficient ventilation and to desaturation. An aspect which may explain both issues, flow measurement restrictions and desaturation, may be found in the reportedly used nebulization. Deposits from nebulization may affect proper operation of the flow sensor and may also lead to clogging of bacteria filters if these were in use; an increase of the pneumatic resistance in the pneumatic path may cause insufficient ventilation. The device is designed to post corresponding alarms in accordance to the thresholds defined by the user for the individual patient. The desaturation may also have been related to the ciritical condition of the patient; other explanations for the reported observations may apply as well - a differentiation is not possible due to lack of information. The device responded with alarms upon the situation and thus, the underlying conditions do in general not incorporate a previously unidentified or falsely assessed risk. No further conclusions can be drawn. It is recommended to the hospital to have the device checked by trained service personnel. H3 other text : device not available for evaluation.

Event description:
It was reported that the ventilator posted an alarm during a ventilation episode of a patient with chronic copd. It was further reported that the patient desaturated and that the ventilator was replaced. There was no detail in the report which would reasonably suggest that health consequences were finally resulting from the event.